Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged black particles in the device. There was no report of patient harm or injury. In the initial report h10 section was marked incorrectly. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of light beige dust or dirt in the air intake canal, on the inside of the blower box, on the inside surface of the bottom enclosure, two small brown deceased insects on the inside of the bottom enclosure surface surrounded by potential brown fibers, two very small dark spec contaminates (not sound abatement foam) were located in the airpath at the bottom of the blower box and the outlet port, a minimal amount of potential keratin around the blower box inner ring of the outlet port. The manufacturer could not confirm sound abatement foam degradation. . The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with light beige dust or dirt in the air intake canal, on the inside of the blower box, on the inside surface of the bottom enclosure, two small brown deceased insects on the inside of the bottom enclosure surface surrounded by potential brown fibers, two very small dark spec contaminates (not sound abatement foam) were located in the airpath at the bottom of the blower box and the outlet port, a minimal amount of potential keratin around the blower box inner ring of the outlet port. The manufacturer did not confirmed the presence of sound abatement foam degradation due to insect contamination. Section d9,d10,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.